Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the left bottom corner. Bottom case is cracked by l-bracket screws and missing one rubber foot. Plunger head is cracked by all screws. Broken pieces rattling inside. Primary audible background test found in pump event history log. Power up was able to duplicate the reported problem. The root cause of the reported issue was found to be high profile c9 broken from interconnect board due pump been dropped by customer actions were taken to mitigate the reported issue: replaced interconnect board also replaced speaker for preventive. UDI information is unknown.

Event description:
It was reported that the device was presenting with primary audible alarm. No patient injury was reported.